Manufacturer narrative:
The additional five (5) proglide devices referenced are filed under separate medwatch report numbers. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with six proglide devices, using the pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, all six proglide devices had "cuff misses" [suture retrieval issues]. A surgical cutdown was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.